Event description:
Alleged the brakes did not hold on the bed during a shoulder dystocia delivery. The nurse was unable to apply supra pubic pressure to assist the doctor, because the bed was moving. No injury was reported.

Manufacturer narrative:
The actual bed involved could not be identified, because the event occurred two months prior to hill-rom becoming aware of the event. The hill-rom technician adjusted the brakes on thirteen affinity birthing beds at the facility.